Event description:
It was reported by provider that they were unsure if their patient's vns had depleted too quickly. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5. Describe event; corrected information; initial MDR inadvertently omitted information known prior to submission. D9. Device available for evaluation; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that the explanted device was received by the manufacturer. No other relevant information has been received to date.

Event description:
Product analysis (pa) for generator was completed and approved. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The device was noted to be replaced prophylactically. The device was requested to be returned to product analysis for testing. The device has not been received to date. No other relevant information has been received to date.